Event description:
Reporter alleged obtaining the results of 486 mg/dl, 178 mg/dl, 324 mg/dl, 161 mg/dl, 154 mg/dl and 146 mg/dl back to back within 10 minutes on the aviva system. Reporter stated she treated herself with 60 units of levemir insulin and 30 units of novolog insulin. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.